Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in remote, low rv sensing and episodes of oversensing were observed. When the patient presented in-clinic, impedance, sensing, and capture threshold values were in range. The physician decided against performing a check with fluoroscopy. The patient will continue to be monitored with frequent checks.